Manufacturer narrative:
510k: this report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of one (1) locking compression plate (lcp) pediatric hip plate, three (3) unknown cortex screws and three (3) unknown locking screws due to cyst growth in the proximal femur. It was revised to femoral recon nail. During surgery the reaming rod with ball tip that was open was not peel pack properly the wire became contaminated due to uneven tearing/peel away. A new reaming wire was used. The patient outcome was as planned. Concomitant devices reported: pediatric lcp hip plate 5.0mm/130°/5 holes (part number 02.108.341, lot l802447, quantity 1); screws: cortex (part number unknown, lot unknown, quantity 3); screws: locking (part number unknown, lot unknown, quantity 2). This product complaint, (B)(4) is related to (B)(4). This (B)(4) captures the post op event in which a removal surgery was done due to cyst growth and (B)(4) captures the intra-op event in which during removal surgery the reaming rod with ball tip that was open was not peel pack properly, the wire became contaminated due to uneven tearing/peel away. This report involves one (1) unknown screws: locking. This is report 6 of 7 for (B)(4).